Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt became hypotensive at end of treatment and was given a cup of broth. Based on the weights reported and what the machine had indicated was removed, there was a weight loss variance of approximately 1.8kg. There was no serious injury or illness.